Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. Best estimate is early (B)(6) 2019. Common device name: unknown, information not provided. Model# and catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. Best estimate is early (B)(6) 2019. If explanted; give date: n/a (not applicable). Lens remains implanted. The device was not returned for analysis as it remains implanted. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cataract patient that had a tecnis symfony intraocular lens (iol) implanted had experienced cornea edema, astigmatism, and a residual refractive error of +0.75 diopter of residual cylinder at a 1-week post op exam. It was noted the best corrected visual acuity (bcva) at one week was 20/20 and the iol was slightly decentered. At a 3-week post op exam, the patient status was of the continued slight hyperopic residual refractive error with bcva at 20/30 and the iol still slightly decentered. It was noted the patient was developing a very mild posterior capsule opacification (pco). Currently, there is no plan for surgical intervention.